Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (primary UDI number). Upon review, the section d primary UDI number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the patient-device interaction problem was patient condition related to coagulopathy.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the direct surgical approach to provide hemodynamic support to the surgical patient who was admitted in for an aortic valve replacement and ascending aorta aneurysm. The patient had been admitted in with scai stage d shock and was on inotropes and vasopressors prior to the pump placement. The surgery was performed and hemostasis was obtained with purse string sutures at the skin. The team found the need to administer protamine and observe the hemostasis for approximately 2 hours. The patient condition was noted to be poor and in a coagulopathy. The hemoglobin dropped from 11.7g/dl to 7.5g/dl. They had to infuse back to the patient fresh frozen plasma, red blood cells, and cryo. The pump supported for over 7 days and was successfully weaned and explanted. The patient survived. Bleeding in this clinical context is a known and expected risk associated with impella 5.5 support, particularly in the setting of recent major cardiac surgery, direct surgical aortic access, perioperative coagulopathy, and critical illness. Additional contributing factors may include large-bore arterial access, surgical manipulation, and ongoing transfusion requirements necessary for hemodynamic management.

Manufacturer narrative:
D4: corrected catalog number and serial number.